Manufacturer narrative:
Device code (B)(4) no longer applies to neu_unknown_pump.

Event description:
It was noted that the patient was receiving lioresal at 240 mcg/day for muscle spasticity. It was also noted that the device was colonized (implant site infection). The patient had an intake of lioresalvia an implantable de vice, which was considered wrong technique in product usage process. The treatment with lioresal was ongoing. The outcome of the event meningitis due to acinetobacter was reported as condition unchanged. The outcome of the other event was not reported. The seriousness of the event implant site infection was upgraded to serious (medically significant).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, lot# unknown, product type: catheter.

Event description:
On 2016-nov-02, information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient receiving lioresal intrathecal (unknown dose and concentration) ampoule for the treatment of an unknown indication for use via an implantable port-like pump for one month. The therapy began on an unknown date in (B)(6) 2016. On an unknown date, the patient developed meningitis due to acinetobacter localization on pump (meningitis bacterial). The meningitis was treated with intravenous antibiotics on an unknown date, but the treatment failed (also reported as drug ineffective). The hcp proposed to treat the meningitis by aminoglycosides at the pump level; otherwise they would remove the pump with a "vital risk" to the patient. Action taken with lioresal was not reported. In the absence of reported seriousness by the hcp, seriousness assessment of the event meningitis bacterial was upgraded to serious (medical significant). The causality of the event meningitis bacterial was reported a suspected to be related to the treatment of lioreseal intrathecal. The causality of the event drug administered to patient of inappropriate age was not reported. (B)(6) included the comment; a plausible temporal relationship and known pharmacology of the suspect drug makes the causality of the reported serious event meningitis bacterial which cannot be ruled out considering the possibility of entry of infection from the implant site and spread through cerebrospinal fluid leading to meningitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.